Event description:
Clinic notes were received which indicate the patient has obstructive sleep apnea. Follow up with the physician found that there was no relationship between the vns and sleep apnea and the apnea was not associated with stimulated. No causal or contributory programming, medication changes, or other external factors precede the onset of the sleep apnea. The physician stated that it was unknown if the patient has a history of sleep apnea prior to vns and stated that the sleep apnea is related to vns. Additional attempts were made to verify if the sleep apnea is or is not related to vns; however, they have been unsuccessful.